Event description:
Technical investigation of the unit has been performed. Unit's grip was sufficient, no play could be observed. The investigation concludes that the axor ii was not secured properly to the abutment, causing the issue with the unit falling off. The root cause is concluded to be use error. The responsible prosthetist was informed and instructed.

Event description:
Integrum has been informed that the axor ii unit has fallen off (detached) from the abutment. The patient did not fall and was not harmed. The unit is a loan unit provided by integrum while the patient's unit was sent to integrum for technical investigation due to the unit falling off from the abutment. The incident with the patient unit has been registered ((B)(4)) and reported separately (MFR report #: 3011386779-2021-00059). Manufacturing investigation of the unit has been performed. Batch documentation reviewed, no deviations found ((B)(4)). Manufacturing date: 2015-05-29 the unit is a loan unit, and has been checked and serviced multiple times since manufacturing. The unit was last released after service 2021-03-11 ((B)(4)). In order to assess if the patient performs donning of the device properly, integrum requested a video from the prosthetist, showing the patient donning the device and walking a few steps. This video indicated that there may be issues with the coupling of the axor ii and the prosthetic leg, as the prosthetic leg was seen to rotate together with the axor ii while tightening the grip. This suggests that the axor ii may not have been properly tightened, which could also cause the unit to fall off. A call was scheduled with the responsible prosthetist to discuss and further understand the issue with the rotation of the leg. The call was taken between the prosthesis, integrum sales rep and product manager. The prosthetist was informed about the findings. During the call, it was highlighted the importance of the donning/doffing procedure. Furthermore, the prosthetist was informed that there is a rotation in the prosthesis that could affect the attachment function. Integrum is performing technical investigation of unit to rule out any deviations in the unit.